Event description:
During the device evaluation of the gastrointestinal videoscope, it was observed that the distal end, and plastic distal end cover were burned. Additionally, a foreign object was observed in the jet tube. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material could not be established. The distal end burns were likely due to a high-energy device (such as a high-frequency device) being used without maintaining a sufficient distance from the tip. The root cause of the reportable malfunctions could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.